Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at around 04:00 am, the patient woke up and the cgm reading was 62 mg/dl. The patient drank apple juice and went back to sleep. When the patient woke up around 08:00 am, they experienced feeling nausea, and the cgm reading was 80 mg/dl. The patient ate bread, banana and apple juice. When she started throwing up, she called their doctor and was advised drinking soda to treat the low cgm reading. Around 03:30 pm, her cgm was still reading low between 60 mg/dl to 80 mg/dl. The patient took a fingerstick and the blood glucose reading was 360 mg/dl. The patient was feeling tired, her head was pounding and she was peeing a lot. Her husband drove her to the emergency room (ER) and arrived around 04:00 pm. When a fingerstick was taken at the hospital the cgm reading was 56 mg/dl, and the blood glucose reading was 427 mg/dl. The patient would have experienced diabetic ketoacidosis and was transferred to the ICU. The patient was treated with intravenous insulin, saline and fluids. Aside from insulin drip (10 units), they administered dextrose and IV fluids to push her ketones out. The sensor was removed, and a new sensor was placed the next day. The patient was discharged the day after the event after having spent less than 24 hours at the hospital, and at that time the cgm reading was 133 mg/dl, and the blood glucose reading was 128 mg/dl. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital. The reported glucose values fall within the d zone of the parkes error grid. At discharge, the reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.